Manufacturer narrative:
Continuation of d10: product ID 97755 serial#(B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: nlf053459n, UDI#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the recharger is not recharging the implanted neurostimulator since couple weeks ago. Patient stated the wire is coming out and rtm getting hot. Patient stated the controller is working fine. An email was sent to the repair department to replace the recharger device.

Manufacturer narrative:
The recharger with model 97755, serial# (B)(6) was received for device analysis. The analysis found there was a failure with the recharger and that a "no device found" message was seen and cable insulation is peeling away at donut end and wires are exposed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.